Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; implanted date: device was not implanted; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device exchange wire appeared to have become bent in the patient, while doing the exchange. When inserting the catheter and dilator they were unable to get pulsatile flow and the catheter/dilator would not advance. They removed the entire device and held manual pressure, and hemostasis was successfully achieved. There was no patient injury or medical intervention. Blood loss was less than 250cc. Additional information was received (B)(6) 2018. The procedure prior to the attempted use of the angio-seal device was a cerebral angio. A pre-deployment angio was taken and reviewed. An 8fr procedure sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.